Manufacturer narrative:
(B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device found the balloon and the catheter did not have any visual defects and were in a good condition. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section of the body of the balloon, thereby confirming the reported event. It is possible that the interaction between the balloon with scope or any other surface during the procedure could have created friction on the balloon, causing the found failure of balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a bile duct dilation procedure performed on (B)(6) 2021. During the procedure, the balloon would not inflate. Reportedly, the device was removed from the patient for inspection and it was noticed that the balloon have a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.